Event description:
A site representative reported that while in a spine fusion procedure, the navigation images were not responsive. An o-arm spin was transferred to the navigation system. The 2d images were on the screen in navigate with green crosshairs and green status for the instrument and reference frame, however, the 2d views were not moving when navigating. In trouble-shooting they exited synergy spine software and re-entered to resolve the issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information not made available from the site. No patient logs/files/scans have been returned to manufacturer for evaluation.